Event description:
Medtronic received information that during implant of this mechanical valve, it was determined that this 22mm valve was too large for the patient. The valve was explanted and a 20 mm valve was implanted instead. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned. Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).